Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the battery depletion.

Event description:
It was reported that multiple attempts to interrogate the device were unsuccessful. The patient felt a vibratory alert a few days before, but the patient was not on merlin.net monitoring. At a follow-up two months previous, normal device function was observed with over three years remaining until eri. Microprocessor reset or backup mode was suspected. The device was explanted and replaced. The patient did not experience any complications.